Event description:
The customer reported that the internal paddles failed the ohms test and were not detected when attached to defibrillator.

Manufacturer narrative:
(B)(4), the customer reported that the internal paddles failed the ohms test and were not detected when attached to defibrillator. The internal paddles were replaced to resolve the issue.